Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity [at least six (6)] of clearlink system, non-dehp solution sets leaked where the tubing connects to the bottom of the drip chamber. This occurred during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation; the other five samples were not received and therefore, could not be evaluated. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Pressure, clear passage, and priming tests were performed with no issues noted. The reported condition was not verified. The device met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.